Event description:
It was reported the epiq 7c ultrasound system was not available for an unspecified surgery. It was discovered that the ultrasound system displayed errors and was unable to turn on during set-up. A philips field service engineer replaced the aio and acb boards to resolve the customer¿s immediate concerns. There was no reported patient nor user harm as a result of the issue. Additional information regarding the type of procedure and event details has been requested. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A qualified service engineer evaluated the system based on the customer complaint. The service engineer confirmed the error messages when reviewing the system logs. When evaluating the system, the system would not start and it was determined the cause was related to the aio (all in one) board. The board was replaced to resolve the customer's immediate concerns. The system was returned to use with no further issues reported. No further information is available. The engineering team was unable to determine the cause of the reported problem. As the customer did not provide other pertinent information required for the investigation, no further investigation could be performed.